Manufacturer narrative:
A ge service rep performed an onsite investigation. The connections were tightened in the monitor cables and the ps3 power supply was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not perform fluoroscopy during a case. There was no image on the left monitor when performing fluoroscopy. No pt injury was reported.